Event description:
It was reported that the insulin pump alarmed. This was followed by a constant tone from the insulin pump. Blood glucose reading was 214 mg/dl. The alarm could not be cleared. The battery was removed for 5 minutes and a new battery placed into the insulin pump. The alarm persisted. Removed the battery for 2 hours and the alarm persisted. Unable to perform self test. Advised to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Blank display due to battery tube not plugged into b1 on I/b properly. Battery tube was connected. Insulin pump passed a21 alarm test. No a21 alarms noted. No constant tone alarm noted during testing. Cracked reservoir tube lip and scratched display window noted during visual inspection. Unable to confirm a21 alarm due to blank display. Moisture damage was noted on electronic assy. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.